Event description:
A notification was received regarding a holmium fiber unit which was reported to have broken during usage.

Manufacturer narrative:
The returned complaint sample was confirmed to be broken as reported by the complainant. Upon evaluation of the unit returned, it was determined the unit was broken with a jagged characteristic, no area of burn/apparent laser energy was noted on the area of breakage. The deices rfid tag was verified and no usage was recorded on rfid. The complainant reported the laser fiber broke and the operator received a superficial burn which required no follow up treatment. However, this could not be confirmed given the laser fiber rfid indicating no usage of the returned laser fiber device. All laser fiber units manufactured by dornier are confirmed via visual inspection as well as power performance testing prior to release for distribution which confirms the operational capacity as well as the state of the device. Dornier laser fibers are fragile, and must be handled with care as indicated on the valid dornier laser fiber IFU. No manufacturing defects were revealed during this investigation. It is likely the root cause of this complaint was related to a mechanical force placed on the laser fiber which caused or contributed to a fiber breakage.